Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a brachial artery access approach during a revascularization of the common femoral artery procedure the supera stent delivery system (sds) was delivered and deployed at the restenosed non-abbott stent without noted resistance or issue. The sds was removed from the anatomy; on examination it was noted that the tip had become dislodged and remained in the non-abbott introducer sheath. Additionally, the stent implant had also been removed and was stuck in the introducer sheath. There was no reported adverse patient effect. A second stent was used to treat the lesion without issue and with a good final outcome. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty, inaccurate delivery and tip detachment were confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.